Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. Event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00030, 00031. This event occurred in other country.

Event description:
Allegedly removed during revision of head.